Event description:
Customer reported device =215 mg/dl. Customer dosed insulin. 30 minutes later, customer was not conscious. Friend called emergency medical systems (ems). Ems device 29 mg/dl. Ems treated customer with glucose syrup. No controls. Test strips are stored outside or original storage vial which is not recommended. A request was made for return product and replacement procedure was sent.